Manufacturer narrative:
The customer received a replacement lid. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not respond when the lid is opened. As a result, the user may be unable to power the device on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device does not respond when the lid is opened. As a result, the user may be unable to power the device on to deliver defibrillation therapy, if needed.there was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a failure of switch, designator sw5.